Event description:
Staff requested inspection of the siderail latch cover. No report of injury.

Manufacturer narrative:
Tech found the left siderail would not lock due to rusted springs. Cleaned and lubricated the area to resolve this issue.